Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, five years and five months post deployment, a computed tomography of abdomen and pelvis was performed for mass left abdominal pain. The study showed there was an inferior vena cava filter in place. Around, ten months later, an x-ray of kidney ureter and bladder was performed for abdominal pain. The study showed the inferior vena cava filter was in expected position. Around, one year and one month later, an x-ray of lumbar spine was performed for atraumatic lower back pain and bilateral hip pain. The study showed that an inferior vena cava filter was identified at l3-l4 level. Around, four years and four months later, a computed tomography of abdomen and pelvis was performed for inferior vena cava filter evaluation. The study showed that the superior extent of inferior vena cava filter was at mid l3 vertebral body and the inferior extent at l4-l5 disc. The study also showed that a total of six prongs have perforated inferior vena cava and the maximum distance prongs perforated was 5.29mm. Also, coronal images showed 3.53-degree tilt left to right and sagittal images showed 8.01-degree tilt posterior anterior. The diameter of inferior vena cava directly above filter was 21.31 mm x 18.77 mm. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 01/2010), g3, h6(method). H11: d4(corporate lot no), h6(result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.